Manufacturer narrative:
The reported event of sensing problem was not confirmed. Final analysis found that as received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage. Further information was requested but not received.

Event description:
It was reported that the patient presented for an upgrade to biventricular implantable cardioverter-defibrillator procedure. During the procedure, left ventricle lead exhibited unspecified sensing issue. The lead was not used and replaced. There was no patient consequences reported.